Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-dec-2018. The most recent information was received on 09-jan-2019. This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ("suspected nickel allergy") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), headache ("headaches"), arthralgia ("joint pain"), metrorrhagia ("metrorrhagia"), asthenia ("asthenia"), device intolerance ("intolerance to essure"), pruritus allergic ("pruriginous allergic reactions"), menorrhagia ("painful heavy menstruations") and dysmenorrhoea ("painful heavy menstruations"). The patient was treated with surgery (bilateral salpingectomy was performed via celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, headache, arthralgia, metrorrhagia, asthenia, device intolerance, pruritus allergic, menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, device intolerance, dysmenorrhoea, headache, menorrhagia, metrorrhagia and pruritus allergic with essure. The reporter commented: essure implants were not returned back as they were probably discarded. Removal of essure was performed on patient's request. Follow up was performed 6 or more months following essure removal. Outcome was unknown. Most recent follow-up information incorporated above includes: on 9-jan-2019: device removal questionnaire was received. No past history was reported. Patient¿s date of birth was received. Patient also experienced pruriginous allergic reactions and painful heavy menstruations. Removal of essure was performed on patient's request. Bilateral salpingectomy was performed via celioscopy. Follow up was performed 6 or more months following essure removal. Outcome was unknown. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1821647) on (B)(6) 2018. The most recent information was received on 22-feb-2019. This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ("suspected nickel allergy") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), headache ("headaches"), arthralgia ("joint pain"), metrorrhagia ("metrorrhagia"), asthenia ("asthenia"), device intolerance ("intolerance to essure"), pruritus allergic ("pruriginous allergic reactions"), menorrhagia ("painful heavy menstruations") and dysmenorrhoea ("painful heavy menstruations"). The patient was treated with surgery (bilateral salpingectomy was performed via celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, headache, arthralgia, metrorrhagia, asthenia, device intolerance, pruritus allergic, menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, device intolerance, dysmenorrhoea, headache, menorrhagia, metrorrhagia and pruritus allergic with essure. The reporter commented: essure implants were not returned back as they were probably discarded. Removal of essure was performed on patient's request. Follow up was performed 6 or more months following essure removal. Outcome was unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ("suspected nickel allergy") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), headache, arthralgia ("joint pain"), metrorrhagia, asthenia and device intolerance ("intolerance to essure"). The patient was treated with surgery (essure implants removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, headache, arthralgia, metrorrhagia, asthenia and device intolerance had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, device intolerance, headache and metrorrhagia with essure. The reporter commented: current status of the patient was good. Most recent follow-up information incorporated above includes: on 26-dec-2018: new reporters (health professional and regulatory authority); patient¿s demographic data ((B)(6) years old); essure insertion date ((B)(6) 2013); essure removal date ((B)(6) 2017); action taken with essure (device removal); seriousness criteria for the previous reported event suspected nickel allergy update (intervention required (device) and medically significant - case upgrade to incident); and outcome of events allergy to metals, arthralgia, asthenia, device intolerance, headache and metrorrhagia (recovered). Regulatory authority (ansm) reference number ((B)(4)). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.